Event description:
Alarm pad for the wheelchair failed to alarm within the two second parameter. This was not an isolated occurrence - upon monitoring of this situation, several alarm pads (3) were found to have between a 4-16 second delay in alarming.